Event description:
It was reported that a review of reports for this right atrial (ra) lead revealed that this lead has been unable to obtain a threshold for some time due to low amplitudes. It was noted that there was questionable capture on some of the atrial paces. The lead remains in use. No adverse patient effects were reported.